Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 5. Consumer reported on behalf of her daughter that prior to inserting a tampon into her vaginal cavity, the string separated from the tampon pledget. She discarded the tampon since it was not usable.